Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer reporting that the patient¿s neurostimulator (ins) was put in (B)(6) 2018 and today the remote stated ¿settings not available. Cannot provide desired intensity settings.¿ it was reported that this was the first time it was not allowing the patient to turn stimulation up. Additional information was received from the patient on (B)(6) 2020, reporting that ¿this past weekend, they may have pulled their leads or broke something.¿ they stated that the device/therapy starts and stops working without them directing it to and it signals and shocks them. The patient stated that ¿if I push on the lower part of my back it sends signals up their spine.¿ the patient reported that they were currently at the doctor¿s office during the call and were waiting for imaging. During the call the patient stated that the controller was showing that the stimulation setting looked different than expected. The patient saw commas instead of a dot in the amplitude numbers. The patient stated that since the onset of the issue they had trouble connecting with the ins. The patient stated that they felt temporary relief before being shocked based on movement. Patient services recommended that the patient turn off stimulation until directed by the healthcare provider (hcp). The patient mentioned that they currently were wearing a back brace and wonders if that was helping the placement of their spine or the internal components. Additional information was received from the patient reiterating the report that pushing on their lower back caused an affect on the therapy/device. The patient then called back stating that the hcp was unable to ¿fix the issue¿ and the patient was requesting hcp listings. The patient reiterated already documented event information of lead movement and being shocked. The patient stated that the shocking was happening even when the device was not on. The patient stated that keeping their back brace on and their spine being lined up helps. No further complications were reported/anticipated.